Event description:
Pt reported that for the past two weeks their device has been vibrating and delivering insulin when it should not. Pt reported that they feel weak and their blood glucose is too low in the mornings (down to 60 mg/dl at times). Pt self-treated low blood glucose by drinking orange juice or chocolate milk.